Event description:
It was reported that the catheter was missing the drainage eyes, which prevented the urine from draining. The device was replaced and no medical intervention was required.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Received 1 red urethral catheter with the original packaging for evaluation. The exterior of the sample was visually examined and found that there were no drainage eyes. A potential root cause is this may occur during the eye punching operation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was missing the drainage eyes, which prevented the urine from draining. The device was replaced and no medical intervention was required.